Manufacturer narrative:
The fse replaced the data acquisition (da) pcba to motor controller (mc) pcba cable and installed the mc pcba retention bracket to resolve the reported issue. Unit passed required performance verification tests per philips standards. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.

Manufacturer narrative:
A follow-up report will be submitted pon completion of the investigation.

Event description:
Customer reported that the unit was giving multiple error code messages. The customer reported there was no patient involvement.